Event description:
Head won't go up or down.

Manufacturer narrative:
Technician had to remove 2 valve solenoids and clean and replace to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.